Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The customer declined additional assistance from tandem technical support regarding the issue. Tandem technical support advised the customer to wear the pump with the screen facing outward, away from the body. Customer's blood glucose was 161 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, customer wore the pump with the screen facing towards the body. The customer declined additional assistance from tandem technical support regarding the issue. No additional patient or event information was available.